Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2024-00027. We will be retaining the old case (B)(4) in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Patient started pouring blood [device ineffective]. Nurse states it is speculated that the patient went into dic however unknown if this is confirmed [disseminated intravascular coagulation]. Case narrative: this spontaneous report originating from united states was received from a nurse via clinical nurse educator referring to a 40-year-old female patient. The patient's medical history included uncomplicated cesarean section, delivery, singleton pregnancy, ivf pregnancy and gravida I. The patient's concurrent conditions included postpartum hemorrhage and patient lost another 400 ml of blood and had a clot. The patient¿s concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On (B)(6) 2024, nurse reported that patient experienced an unsuccessful vaginal delivery and underwent an uncomplicated cesarean section. Patient lost 800 ml of blood in the or (operating room) and went to pacu (post-anesthesia care unit). In the pacu patient lost another 400 ml of blood and had a clot, so went back to the or for a d&c (dilation and curettage). Patient went back to pacu and she hemorrhaged again at which point vacuum-induced hemorrhage control system (jada system) was placed successfully. Nurse stated blood stopped in the suction tubing so unknown how much output was collected vacuum-induced hemorrhage control system (jada system) was in place but uterus was firm. Patient started pouring blood (device ineffective) and went back to the or where she ultimately had to have a hysterectomy. Patient lost blood (discrepant information: also reported as lost 26,000 liters) and received 91 units prbc plus fresh frozen plasma and platelets, unknown amount. Patient required ICU (intensive care unit) admission and still was in the hospital. Nurse stated it was speculated that the patient went into dic (disseminated intravascular coagulation) however unknown if this was confirmed. The patient sought medical attention. No further adverse event (ae) reported, no product quality complaint (pqc) reported. Present status of patient was reported as recovering. The vacuum-induced hemorrhage control system (jada system) come with a blue seal valve. Possibly there was interventions given prior to use of vacuum-induced hemorrhage control system (jada system). Within a second required for vacuum connection to control of bleeding. After initial bleeding control by vacuum-induced hemorrhage control system (jada system), there was another bleeding episode. Blood was collected in the vacuum-induced hemorrhage control system (jada system) canister (stopped in the tube). Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on unknown date approximately in 2024. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). Upon internal review, the event disseminated intravascular coagulation was determined to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number 3002806821-2024-00027. We will be retaining the old case (B)(4), in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).